Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, reportedly the screw head of the matrix pedicle screw disassembled and the tip of the holding sleeve broke off. During screw insertion with great angulations and resistance of the soft tissue, midline incision, the tip of the holding sleeve broke out of the prime lock part of the bone screw. In addition, the premounted screw had dislocated from the bone screw. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment not diagnosis. Additional narrative: a manufacturing evaluation was conducted and it indicates that the product received with the body disassembled from the screw with the sleeve elevated and rotated beyond its locked in position. The locking dimples that retain the sleeve are present on the outer diameter. The m6.5 x 0.75-6h thread is approximately 90% peeled away. On the screw the bead blasted spherical outer diameter has a ring of deformation. Additionally, there are nicks and scratches on the sd25 face and visual deformation to the sd25 form. All described non-conformities are post manufacturing. The screws outer diameter and the sleeves inner diameter cannot be measured because of top level print restrictions. The m6.5 x 0.75-6h thread on the screw could not be measured because of damage, and the raw material could not be measured because product is not accessible because of being assembled. This complaint is indeterminate from a manufacturing perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history records (DHR) showed there were no issues during the manufacture that would contribute to this complaint condition. (B)(4)

Event description:
This is 1 of 2 reports for complaint (B)(4).